Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician in-training attempted arteriotomy closure of the common femoral artery using a proglide device after an unspecified procedure. Reportedly, an unk device failure occurred. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history review could not be performed.